Event description:
It was reported that patient was unsatisfied with the position of his pump for the 15cm lgx inflatable penile prosthesis (ipp). Patient underwent a surgical procedure due to the migration of the pump. The pump was re-positioned and that was all. Nothing was removed or replaced. Patient fully recovered.